Manufacturer narrative:
(B)(4). The company service representative examined the system and was not able to replicate the reported event. As a preventative measure (pm), the company service representative replaced the spacers of the solenoids. The system was then tested and met all product specifications. The system was manufactured on april 4, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the equipment does not aspirate hard cataracts. The staff has to increase the vacuum and ultrasound so that the handpiece works properly.